Manufacturer narrative:
The device history records for the reported lot were reviewed. All required testing specifications were met prior to release. There were no abnormalities noted.

Event description:
On (B)(6) 2015, a female patient was injected with 0.9cc of radiesse to the nlf and lower face. Within the hour after radiesse injection, the patient developed angioedema and generalized significant urticaria, localized to the face and arms. The symptoms were severe. The patient was treated with corticoids, initial 200mg in descending dosage to 25mg, and antihistamine, two daily. The symptoms resolved on (B)(6) 2015. The physician noted that a causal relationship to radiesse was "proven" as a prick test with radiesse was "positive." The physician also noted that the event could perhaps be considered life threatening due to the angioedema was extremely significant.